Event description:
It was reported to medtronic minimed that the customer experienced damage on the pump, crack at the back of the battery compartment, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 63 alarms (line number 147 file number 2017) in the pump downloaded history between (B)(6) 2024 21:01:42.000 to (B)(6) 2024 06:14:19.000 due to moisture damage to motor processor on the pcb2 board as per global logic analysis esf3926945. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, keypad overlay peeling, cracked case at the battery tube. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the motor processor. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.